Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that during primary surgery in the operating room, "metal interference" error occurred on the trudi navigation system (fg-2000-00). During the case for cerebrospinal fluid (csf) leak repair staff reportedly "had to stop the case entirely due to safety concerns." It was reported that suction devices were used with the trudi navigation system. No adverse patient consequence was reported.